Manufacturer narrative:
Explanted components have been discarded therefor eare not available for identification and analysis. Lot number are unknown therefor eno review of manufacturing records can be performed. From follow-up communication it was learned that the components appeared in good condition when explanted and the implant most likely lasted around 8-10 years before failing. The surgeon who revised the shoulder prosthesis inferred that the implant was positioned high in the glenoid. According to sales representative present, possible contribution of patient bone loss cannot be excluded as well. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery performed on (B)(6) 2026 because of glenoid components failure due to bad placement. Previous surgery is unknown, as well as complete product information of original implant. During revision the pre-existing metal back glenoid std (pn 1375.21.010), glenosphere eccentrical dia36mm (pn 1376.09.030) and smr reverse liner standard (pn 1360.50.810) were removed and the assembly was converted to a hemiarthroplasty with an adaptor 36mm for reverse body (pn 1352.15.200) and cta head dia50mm (pn 1323.09.500). Surgery was completed as intended. Patient is female, date of birth (B)(6) 1951. The event occurred in the united states.